Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. While loading a new cartridge to troubleshoot for this issue, a minimum fill notification occurred. The customer reverted to an alternate method of insulin therapy.